Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case and scratched reservoir tube window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act and esc buttons were difficult to press. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.